Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported itchiness under the device. The patient's physician was made aware of the patient's skin irritation and was instructed to end use of the lifevest. The medical outcome is unknown.